Event description:
The patient was reportedly experiencing pain at the implant site. External equipment was exchanged, however, the issue was not resolved. In (B)(6) 2014, the patient was put on a high dosage of ibuprofen. In (B)(6) 2014, the patient tried a medrol dose pack. In (B)(6) 2014, the patient was reportedly prescribed oral and injection steroids which were ineffective. The electrodes have been deactivated and the patient discontinued use of the device.